Event description:
It was reported that the right ventricle lead exhibited high thresholds due to dislodgement. The patient was symptomatic experiencing palpitations, shortness of breath, and diaphragmatic stimulation. The lead was repositioned successfully on (B)(6) 2009.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.